Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 8043484-2020-01799. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that the renasys touch pump is not alarming when there is an air leak. No procedure was being performed. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.